Event description:
The reporter stated that she did meter to lab comparison tests, within 10 minutes. The results were a 135 mg/dl reading on her meter, and a lab test of 80 mg/dl. She did not have any symptoms. Control testing was not done due to unavailability of supplies. Attempts to contact the reporter for further information have not been successful.